Event description:
Noted edema approximately 2cm diameter following removal of huber needle from port-a-cath. Dye study indicated catheter had detached and floated into patient's right pulmonary artery. Catheter had separated from injection disk. Nurse noted blood return at initiation of huber needle and when discontinuing. Patient sent to tertiary hosp for interventional removal of device.